Event description:
It was reported that an unknown small black particulate was found inside the pressure tubing before use upon opening the package. It was not used on a patient.

Manufacturer narrative:
Received one single dpt kit with IV set and pressure tubing. A review of the manufacturing records indicated that the product met specification at the time of release. A dark brown particulate was found inside pressure tubing, approximately 15cm distal from the dpt housing. The particulate was approximately 0.02"x0.01" in size. The particulate did not get flushed out of the kit during 5 minutes of continuous flushing the kit with ro water. Further examination showed that the particulate was embedded within the tubing wall. No chemistry would be performed because the particulate was embedded or mixed in with the tubing material.